Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn: (B)(4) was performed by a zoll service technician. The reported complaint of a tcmid: 07 (coolant temp high) was confirmed during evaluation. To resolve the issue, the pic16 pca board was replaced and the console calibrated. The thermogard console is a reusable device and has exceeded its expected service life of 5 years. Review of the event log found no significant discrepancies related to the reported complaint. The console passed functional testing, no faults/errors were observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
The thermogard xp ivtm console (sn: (B)(4) displayed a tcmid: 07 (coolant temp high) during set up prior to patient use. A secondary thermogard console was used to begin patient's temperature management therapy. There is no patient consequence reported.